Event description:
On may, 2001 the end-user called minimed, USA and stated that the infusion set was leaking. End-user changed the entire set last night their bg was 103 when they went to bed. They got up about 4 am and their bg was over 400. They tested their bg again about an hour later and their bg was up to 555, the end-user discovered that the set was leaking. On june, 2001 maersk medical received the complaint and used soft cannula. The incident took place in USA.